Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, access was obtained via the right transfemoral artery with a minimum vascular diameter of 4.8 millimeters (mm). A 14 french (fr) non-medtronic (dryseal) sheath was successfully inserted. Upon removing the non-medtronic sheath and inserting the half of the capsule of the delivery catheter system (dcs), the dcs became immobile. Subsequently, a different non-medtronic (edwards) sheath was attempted, but could not be advanced at the same position. The non-medtronic (edwards) sheath was partially inserted, and when the nose cone of the dcs was withdrawn from the sheath, the dcs became immobile. Force was applied to the dcs; however, the capsule could not advance. At this point, hypotension was observed and contrast imaging revealed bleeding from the area above the femoral head, at the tip of the sheath. Hemostasis was attempted using 7 mm and 8 mm balloons, and a blood transfusion was performed. The patient's blood pressure stabilized, and a 8 mm non-medtronic (viabahn) stent graft was placed. Following the placement of the stent graft, minor bleeding persisted. Therefore, post-dilation was performed using a 6 mm balloon. Contrast imaging revealed that hemostasis was achieved; however, a dissection was observed from the femoral branch to the site of bleeding. At this point, there was no further bleeding, and blood pressure remained stable; however, the implantation of the transcatheter valve was aborted. The physician believed that pressure applied to the vessel fixed by the calcification may have caused the dissection. Additional information was received that the vascular surgeon's findings suggest that pressure applied to the calcification and the area fixed by the calcification may have caused the blood vessel to rupture, even though there was nothing in between. Per the physician, the dissection was attributed to the dcs and non-medtrnic dryseal or e-sheath, but not the guidewire.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, access was obtained via the right transfemoral artery with a minimum vascular diameter of 4.8 millimeters (mm). A 14 french (fr) non-medtronic sheath was successfully inserted. Upon removing the n on-medtronic sheath and inserting the half of the capsule of the delivery catheter system (dcs), the dcs became immobile. Subsequently, a different non-medtronic sheath was attempted, but could not be advanced at the same position. The non-medtronic sheath was par tially inserted, and when the nose cone of the dcs was withdrawn from the sheath, the dcs became immobile. Force was applied to the dcs; however, the capsule could not advance. At this point, hypotension was observed and contrast imaging revealed bleeding from the area above the femoral head, at the tip of the sheath. Hemostasis was attempted using 7 mm and 8 mm balloons, and a blood transfusion was performed. The patient's blood pressure stabilized, and a 8 mm non-medtronic stent graft was placed. Following the placement of the stent graft, minor bleeding persisted. Therefore, post-dilation was performed using a 6 mm balloon. Contrast imaging revealed that hemostasis was achieved; however, a dissection was observed from the femoral branch to the site of bleeding. At this point, there was no further bleeding, and blood pressure remained stable; however, the implantation of the transcatheter valve was aborted. The physician believed that pressure applied to the vessel fixed by the calcification may have caused the dissection.